Event description:
Mom called stating that pt's milrinone pump (curlin) alarmed at 0400 on (B)(6) 2019 and the bag was empty. She stated that the bag should have lasted until 1000 that morning. Entire dose infused too early as well as the overfill that was in the bag. Pt received more medication than intended. FDA safety report ID# (B)(4).